Event description:
The customer reported the distal end rubber peeled off during reprocessing of an Olympus Flex Deflectable Videoscope. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.